Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed a bubble and white deposit that looked like epoxy adhesive in the needle hub. Epoxy adhesive is used in production. The sample was subjected to a cannula pull test and the sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Presence of plastic foreign material (clumped debris) inside the angiocath catheter.